Event description:
In june of 1985, 350cc gel-filled implants were placed after a partial capsulectomy. At this point, the pt has discomfort with these large implants. Pt cannot sleep comfortably with them. In addition, when she lies supine, her hands frequently go numb. The pt also has a frequent achiness in the right lateral aspect. As a result of discomfort with the implants and the worry over potential health problems in the future.